Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient reports while on the toilet today, they felt extremely sharp pain 3-4 inches below implant. Patient states it felt like something bit them. Patient reports pain is not as sharp as onset pain but persists. Patient states pain is unlike anything felt before "not bone or muscle". They believe pain is due to device because it feels like charge in tissue but is unsure. The circumstances that led to the reported issue were unknown. Patient mentioned that the device has not been working stating that it has never really worked but patient could not confirm since implant date. Patient report they started myrbetriq 2-3 years ago which has been controlling symptoms of wetting pants. They said they were unsure when device was not helping because they are unsure if the combination of device and myrbetriq is what is controlling symptoms or if it was just myrbetriq. Patient said that in the past they have made therapy adjustments to give device a try but has not touched settings in a while. They denied feeling stimulation in bicycle seat area. During call, patient attempted to connect to ins to turn therapy off with and without antenna but received poor communication screen despite repositioning. Troubleshooting was unable to be performed as patient was not able to connect to implant with and without antenna. Patient reports seeing poor communication screen that persisted despite repositioning. It was reviewed eos information. The patient was redirected to their healthcare provider (hcp) to further address the issue to have ins battery checked. It was also recommended patient go to urgent care or ER if pain is intolerable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.